Event description:
A revision component was requested by a surgeon representative due to infection. No other information was provided.

Manufacturer narrative:
A revision component was requested by a surgeon representative due to infection. No other information was provided. Additional information will be submitted via follow-up as applicable